Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2020 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmissions revealed that the alert was caused due to post paced t wave oversensing. No programming changes were made to the device. The ICD will be monitored going forward. There were no adverse consequences to the patient.